Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter inc (bec) hotline to report a leak from the unicel dxi 800 access immunoassay system. The customer indicated that there was clear fluid leaked from the instrument into the waste container drawer and the fluid had formed a puddle in both of the waste container areas as well as on the floor beneath the instrument. The customer wore ppe to clean the spill. No patient results were generated and no injury was reported in connection to this event. On (B)(4) 2011, a bec field service engineer (fse) discovered the liquid waste peri pump tubing had split and caused the leak. The fse replaced the split tubing and verified the instrument leak was not still occurring. The fse recalibrated the system assays and performed qc within the customer's established limits to verify hardware was operating within instrument specifications. The customer ran the backup instrument until service resolved the issue. Hardware is the root cause of this event.